Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, mildly tortuous proximal left circumflex coronary artery that is 90% stenosed. The 1.5x15mm mini trek balloon dilatation catheter (bdc) ruptured at 6 atmospheres in 5 seconds during the first inflation when attempting to pre-dilatate the lesion. Another 1.5x15mm mini trek bdc ruptured at 6 atmospheres in 5 seconds, during the first inflation when attempting to perform angioplasty. Rotablation was performed and a new trek bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.